Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was opened for use during a polypectomy procedure. According to the complainant, during preparation, it was noted that the snare loop was detached. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device revealed that the loop was not detached however, the handle cannula bent. The catheter and the wire were kinked near the proximal section. Functional analysis could not be performed due to the condition of the returned device. The complaint was not confirmed, the device does not have the loop detached. Based on the condition of the returned device the most probable root cause classification is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was opened for use during a polypectomy procedure. According to the complainant, during preparation, it was noted that the snare loop was detached. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.